Event description:
The company representative called the customer in regards to upgrading his insulin pump and spoke with the customer's spouse. It was stated that the insulin pump was requiring frequent battery changes and the screen was scratched and hard to read. Customer or spouse declined to be transferred for troubleshooting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.